Manufacturer narrative:
The harmonic ace instrument involved in this complaint has been received and tested by failure analysis. The instrument was analyzed and found to have teflon pad damage. The teflon pad was torn at the distal end of the pad and with a missing piece. The missing piece measured approximately 0.0545 by 0.0960 inches. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, the harmonic ace tip was found to be loose. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragments fell into the patient¿s anatomy, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.